Event description:
This was a cardiac lead removal conducted in the cath lab for an unknown indication to remove a total of 2 leads (rv & ra) of unknown model numbers. The spnc devices reported as being used during the procedure were the 12f sls ii and lld-ez. All that is known at this time is a cardiac effusion occurred after a lead removal procedure which was verified by a tee. A pericardiocentesis with a pericardial drain and a sternal window were performed. The patient was reported as recovering in the ICU on (B)(6) 2012. The manufacturer is awaiting an english translation of the final report. There was no claim of a spnc device malfunction made by the physician. An internal lhr review was conducted and noted no issues or non-conformances.

Manufacturer narrative:
Device discarded by user.